Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the device has touchscreen issues. The device was being used to create a treatment plan for respiratory assistance. It was reported that there was no patient harm, but patient involvement was unknown at the time the issue was reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The biomed customer reported that while testing the device in diagnostic mode, the tabs on the bottom of the screen cannot be pressed. The bottom and most of the left side of the touchscreen is not working. Touchscreen calibration fixed the touchscreen issue. Per a good faith effort (gfe) response received, it was confirmed that the customer went back to the site the following day and tested the unit. It was found that the touchscreen was off again. He ordered and replaced the touchscreen to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.